Manufacturer narrative:
The reported field event of mechanical malfunction was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not provided. Code not available for "mechanical complication".

Event description:
It was reported that a patient presented with an implantable cardioverter defibrillator that exhibited an unspecified malfunction and mechanical complication. The device was explanted and replaced.